Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2008; t505c25 tissue valve, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was previously observed and the right ventricular (rv) lead polarity was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.